Event description:
The patient reportedly hit the audio bolus button and nothing appeared on the screen. She was swimming with the pump in rough waters. She says she hit the button again and started to hear a clicking noise in the pump, which sounded like something a ticking clock makes. The clicking noise stopped less than an hour later. The rubber keypad was intact. At the time of the call the patient inserted a new battery and tightened the battery cap until it met resistance and no yellow o-ring was visible. The battery cap was original to the pump. There was no visible damage to the battery compartment or battery cap. There was no moisture or corrosion inside the battery compartment either. The "verify" screen appeared however when pressing the ok button on the "verify" screen the pump went blank again. It then continued to make the cycling sound and then it stopped and started to make the clock ticking sound.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box download verified that the pump was delivering as programmed. The black box showed a replace battery alarm on (B)(4) 2011 at 12:04 pm. A battery was inserted into the pump and the pump booted to the verify screen. The pump was exercised for 24 hours without power loss or alarms. A leak test was performed and the display lens was found to be leaking. The pump was opened and moisture damage was found on the pcb components.